Event description:
It was reported that multiple minimum fill notifications occurred after filling a cartridge with 300 units of insulin. Additionally, a cartridge alarm (cartridge alarm 9) occurred. The customer¿s blood glucose level was 167 mg/dl. Reportedly, the customer reverted to manual injections for alternate insulin therapy.